Event description:
It was reported that the patient underwent an unknown procedure due to an unknown reason wherein the patient was administered with anesthetic. The patient was doing well postoperatively.